Event description:
It was reported that the right ventricular lead exhibited high impedance due to lead fracture. The lead was capped and replaced. The condition of the patient after the procedure was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.